Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose level. The customer¿s blood glucose level was 446 mg/dl. The customer stated that had to use the insulin pump and the needles in order to go down. The customer stated that they got high blood glucose levels due to cannula pulled out of the body. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.